Manufacturer narrative:
It was reported that there were no issues with the stop-cock used during the procedure and it was in the correct position during the event. Visual evaluation of the returned complaint device revealed no damage to the balloon portion of the device. Functional testing was performed and the balloon was inflated and deflated successfully. Based on the condition of the returned incident device, the complaint that the balloon would not deflate was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx retrieval balloon was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a (B)(6) female patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, during preparation for the procedure, the balloon was inflated successfully to 12mm using the syringe packaged with the device; however, the balloon would not deflate. No visible issues were noted to the device. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an extractor rx retrieval balloon was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a (B)(6) female patient on (B)(6) 2011(patient weight is unknown). According to the complainant, during preparation for the procedure, the balloon was inflated successfully to 12mm using the syringe packaged with the device; however, the balloon would not deflate. No visible issues were noted to the device. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.